Manufacturer narrative:
The complaint product was not available for further analysis and it was not possible to determine the root of the reported screw fracture as part of this investigation. Review of the device history records confirmed that the product was supplied in conformance with stringent ortho solutions specifications. The products have full traceability through the manufacturing process to the raw material, and the product passed all of the batch release verification without any deviations. The raw material for the complaint product is astm f136 ti-6al-4v, which is a long established and widely used implant grade material that is consistent with the technological state-of-the-art. Using the pivotal datasets from the clinical evaluation report, the overall calcaneal screw fracture rate reported in the scientific literature for the equivalent devices was 2.9%. The failure rate of 0.24 % associated with this complaint therefore compares favourably, and the oxbridge¿ afn continues to be clinically safe and well performing. Calcaneal screw fracture is a known residual clinical risk for tibiotalocalcaneal arthrodesis, and this risk has been reduced for the oxbridge¿ afn as far as possible. Based on the product failure rate and the results from the investigations conducted, there are currently no corrective actions to be taken. This complaint will however be monitored through ortho solution's post market surveillance procedures for re-occurrence and any evidence of negative trend.

Event description:
The patient had undergone ttc fusion earlier in the year on (B)(6) 2020, and upon routine x-ray follow-up on (B)(6) 2020, it was observed that the calcaneal screw had fractured, at the point where it enters the intramedullary nail. The patient is diabetic, and started partial weight-bearing in a boot at 6-weeks postoperatively.